Event description:
Customer reported discrepant accu tni (troponin I) test results were obtained for one pt when using the access 2 immunoassay system. Discrepant test results were obtained when the pt was tested via serial draws over two days. Test results were reported out of the laboratory. Repeat analysis was performed. The test results were above the normal reference range and 3 of the 4 test samples were above the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 3 reported by this customer for three events occurring on different work shifts.

Manufacturer narrative:
Samples were lithium heparin plasma centrifuged in either the statspin for 3 mins or in a centrifuge for 10 mins. Quality control (qc) was within the customer's established ranges prior to and after the discrepant results, excluding one level 1 qc on (B)(4) 2010 at 11:05am, after the results were obtained. The last system check that was performed was on (B)(4) 2010 and met specifications. Beckman coulter inc (bci) advised the customer the system check is part of the recommended weekly maintenance which was past due. A troponin reagent pack was installed on the access instrument on either (B)(4) 2010 or 2010 that was stored in the refrigerator after being taken off a unicel dxi 800 access immunoassay system. A new troponin reagent pack was installed on the access 2 and the pt samples were retested, with the first draw test result at 0.07 ng/ml. Service was cancelled by the customer as they determined an accutni reagent pack was shared between the access 2 and the dxi 800. Root cause was not determined, but could be due to pack sharing based on the info provided by the customer. Product labeling provides a warning to the customer to prevent pack sharing. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This MDR represents event 1 of 3 reported by this customer. The related mdrs that have been reported are: MDR 2122870-2011-04092, 04093.